Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a mid left anterior descending artery (lad). Glideassist was used to advance the oad. It was indicated the oad crown jump, as the operator was operating against resistance, and the viperwire guide wire passed distal due to the oad pulling the wire out of position. The viperwire was pulled back. After two hours of intervention of the lad and left circumflex artery (lcx), the patient's blood pressure collapsed. A small perforation was observed in the distal lad. Pericardial effusion was visible on ultrasound. A pericardial punction was performed and 450 milliliters of blood was drawn. The blood pressure stabilized without drug therapy. According to the physician, the cause of the perforation was unknown. The patient was in stable condition at the time of the report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unintended system movement, crown jump, perforation of vessels, pericardial effusion, hypotension and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported unintended system movement, crown jump, perforation of vessels, pericardial effusion, hypotension and unexpected medical intervention is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a mid left anterior descending artery (lad). Glideassist was used to advance the oad. It was indicated the oad crown jump, as the operator was operating against resistance, and the viperwire guide wire passed distal due to the oad pulling the wire out of position. The viperwire was pulled back. After two hours of intervention of the lad and left circumflex artery (lcx), the patient's blood pressure collapsed. A small perforation was observed in the distal lad. Pericardial effusion was visible on ultrasound. A pericardial punction was performed and 450 milliters of blood was drawn. The blood pressure stabilized without drug therapy. According to the physician, the cause of the perforation was unknown. The patient was in stable condition at the time of the report.